Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented with a left ventricular lead that exhibited high pacing impedance. No changes or intervention was reported. The patient condition was unknown. No further information was reported on this event.

Event description:
New information noted the patient initially presented remotely via merlin.net. The cause of the high pacing impedance was suspected to be a left ventricular infarction that resulted in the patient's death.